Event description:
Per independent repair center statement; the customer stated, the unit was alarming, red light. The key failure was a leaking 4-way valve. Additional malfunctions were low o2, leaking hose clamp, and a dirty pm kit.